Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned device found that white and green/white sutures were attached to the pin. However, the white suture was broken and frayed. No other anomalies were noted. An investigation was made with the manufacturer; as a result, the white suture is utilized to assembly onto a graft construction which provides fixation. The green/white suture works as the lead suture for pulling the implant/graft construction with tension. The breakage can be attributed to procedure variables such as excessive counter tension or other instrument that pulls the white suture which creates a stress point on the suture, leading to a breakage. As per the instructions for use the steps for a proper insertion are provided. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would contribute to the complained device issue.

Event description:
It was reported that during an anterior cruciate ligament procedure, the rgdloop adjustable stnd device when tightening the suture, the suture was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.